Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that quality controls (qc) for level 1 and level 3 were within the acceptable ranges on the day of the event. The customer inspected and aligned all probes and replaced the sample probe. After the customer performed probe inspection and alignments, there were no further occurrences of abnormal assay error flags or discordant cki patient results. The ccc specialist followed up with the customer and determined that the issue was resolved by the customer. The cause for the discordant, falsely low cki results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low creatine kinase (cki) results were obtained on two patient samples on the dimension exl with lm instrument. The discordant results were reported to the physician(s), who did not question the results. The same patient samples were repeated on an alternate dimension exl instrument, resulting higher and as expected. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low cki results.